Event description:
It was reported that the device will not recognize syringe or calibrate. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection found the top case was chipped front corners. During inspection, the reported problem was duplicated. The root cause of the reported issue was found to be broken q1 chip on plunger printed circuit board. Replaced plunger printed circuit board.